Event description:
It was reported that two months after implant the patient presented with tamponade. After removing fluid from around the heart, the fluid returned. Although the right atrial (ra) lead and right ventricular (rv) leads checked out fine, it was decided to remove them and replace them with passive leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.